Event description:
During the pulmonary vein isolation procedure, after the mapping catheter was inserted into the introducer, an air leak occurred. It was not possible to remove the air, so the introducer was exchanged and the procedure was completed with no adverse consequences to the patient. No additional puncture site was necessary when the device was replaced.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire was also received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.